Event description:
This report is based on information provided by philips, service personnel and has been investigated by the philips complaint handling team. Philips received a complaint by the customer on the v60 indicating that a device was in use on a patient and it was reported that the patient is deceased. It was noted that the patient's daughter claims that he was placed on bipap which subsequently broke. Patient's daughter states that after this incident, patient allegedly did not eat for 3 days. After these days, an o-ring was allegedly found in the patient's throat; 2 days later, the patient expired. Patient's daughter alleges that patient's death was due to this incident. It is not clarified if the allegation is against the unit (thought to be a v60, but not certain), mask or circuit. Clinical assessment: based on the information currently provided and available, it was reported that the patient was placed onto a v60 ventilator that had subsequently "broken" (specific malfunction/failure not disclosed). It was alleged that the patient did not eat for 3 days after the event. It was further alleged that the patient was found to have an o-ring found in their throat and expired 2 days later. The patient was reported to have been on a v60 ventilator (unspecified serial number) and utilizing a performatrack non-invasive interface size medium with a circuit reported as model. Based upon the information currently provided and available, device cause and/or contribution to the patient adverse event and death cannot be confirmed nor refuted. Further good faith efforts have been made and obtained additional information refuting any allegation of device malfunction or failure to perform to manufacturer declared specifications. Clarification was provided by the reporter stating that the allegation was lodged against the performatrak niv interface, captured in another pr (src pegasus tw database). No further action is required. A follow up gfe was sent per product investigation lab (pil) request to see if available, to obtain the defective mask and o-ring that was used on the patient to be sent to the product investigation lab. However, per good faith effort (gfe) response, it was confirmed that the mask was thrown out when it broke and the o-ring the daughter kept for herself. The daughter of the patient stated she found the o-ring in her father's mouth days later. No further information was able to be obtained. Further good faith efforts yielded additional relevant clinical information confirming no harm, injury, or adverse event was alleged by the clinical reporter in relation to the allegation made by the decedent's next of kin. It was confirmed that the patient utilized niv ventilation therapy from (B)(6) 2025 on a v60 ventilator and that during that period of time the patient had "broken" their niv interface, requiring a change of interface. While the decedent's next of kin has alleged an "o-ring" had been found in the oral cavity of the patient status-post the unintentional damage to the niv interface, this was not witnessed or alleged by any of the clinicians. Photographs were provided of the part of the niv interface could potentially be assumed as an "o-ring," however, due to there being no witness of this allegation and no furnishing of the part in question by the decedent's next of kin, this cannot be confirmed. Based upon the information currently provided and available, the previous clinical disposition of death with no cause and/or contribution of the device to the patient outcome remains unamended. Based on the information provided, it was determined that the unit met product specifications, and no issues were found with the device or circuit. The customer confirmed that the only concerns were related to a mask and a piece of the mask discovered in the patient's mouth. No fault with the v60 ventilator. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.